Event description:
Complainant alleged that the clinicians were defibrillating a pt (age and gender unknown), when an arc was observed emanating from the anterior electrode. The clinician then obtained another set of pads to successfully defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.